Manufacturer narrative:
(B)(4). One sample was received with opened pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional (pressure) testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the patient line. This occurred before use. There was no patient involvement. No additional information is available.